Manufacturer narrative:
The reported event could be confirmed. However, since the device was not returned for evaluation, the confirmation is based on the medical expert opinion. The device inspection revealed the following. Visual examination of the device, based on the provided images, indicated that the polyethylene component was soaked in blood and exhibited damage to its threading. Moreover, as per medical expert opinion, based on the provided x-ray, the implants appear well-fixed. The recurrent dislocations are most likely patient-related and have led to polyethylene liner damage, reducing conformity with the glenosphere and increasing the likelihood of further dislocations. The images indicate a post-fracture indication, supporting that patient-related factors are the most probable cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient related issue. Most likely, the event was caused due to patient behavior. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the revision surgery was performed wherein the exchange of poly liner on aequalis reverse fracture stem was done. Lateralised 9mm 42 liner removed. Replaced with a 9mm spacer and 6mm retentive 42 liner. Patient has a 42 lateralised sphere insitu. It was reported that, he had recurrent dislocations due to his behaviour- alcoholic and non compliant.

Event description:
It was reported that, the revision surgery was performed wherein the exchange of poly liner on aequalis reverse fracture stem was done. Lateralised 9mm 42 liner removed. Replaced with a 9mm spacer and 6mm retentive 42 liner. Patient has a 42 lateralised sphere insitu. It was reported that, he had recurrent dislocations due to his behaviour- alcoholic and non-compliant.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.